Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that she recently suffered a fall and was experiencing overstimulation at the ipg site. Diagnostic test revealed normal impedance measurements for all lead contacts. In addition, no visible anomalies were observed via x-ray. In an effort to resolve this matter, the pt's ipg was replaced and effective stimulation was recaptured as a result.